Manufacturer narrative:
The device was returned to zoll medical (B)(4) for evaluation and the customer's report was not replicated or confirmed. The device was put through extensive testing including full battery functionality testing without duplicating the report. A system interconnection cable was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to recognize a battery was installed and inappropriately indicated ac power. Complainant indicated that there was no patient involvement in the reported malfunction.